Event description:
The manufacturer received information alleging a pre-existing fault was detected. The device failed the active exhalation verification in the system set up test for a trilogy ev300 device. There is no allegation of patient harm. The device was not reported to be in patient use. During the field service engineer's (fse) evaluation of the trilogy ev300 device the customer's complaint was confirmed. The fse replaced the device's 3-way solenoid valve and proportional valve to address the issue. The fse performed complete performance verification testing as per the manufacturer's specifications. The device passed all tests and calibrations. The device was placed back into full clinical service and is ready for patient use.